Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a battery depleted alarm, damage to interconnect printed circuit board (pcb). There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 21 september 2022, this unit did not fail during patient use. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available, corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was neither broken nor removed upon receipt, but the right plunger case was cracked. Error codes could not be retrieved from the ehl (event history log) as the pump would not power on. The customer reported issue was duplicated during the investigation. Root cause of the reported issue is unknown and could not be determined. There was no noticeable external damage to the interconnect board. Replaced the interconnect board and battery as preventive measures which cleared up the problem. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.